Event description:
During a lap appendectomy procedure, the device was open and when she went to fire it, it was locked out. No patient consequence. Case completed with another device of the same product code.